Manufacturer narrative:
A gas loss in the iab circuit occurred when the pump detected helium loss due to either a leak or a high rate of diffusion. A gas loss alarm is triggered when the cumulative shuttle gas loss exceeds the nominal dynamic limit of 5 cubic cm per hour and activates only if the iab inflation period is 80 milliseconds or greater. The nurse reported that the alarm had been occurring for approximately 10 minutes after landing and stated it began following turbulence during the flight. Upon verification, there was no blood or discoloration noted in the helium tubing. Proper troubleshooting was performed by pressing the iab fill key for 2 to 3 seconds restarting the pump and rechecking the helium tubing which showed no abnormalities. The pump resumed normal operation without further issues. It was explained that the most likely cause of the alarm was the turbulence or descent of the helicopter and product surveillance information was collected.

Event description:
It was reported by the customer via emergency support program line, that cardiosave intra aortic balloon pump (iabp) had gas loss in iab circuit alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2. Corrected field - e1 (in the previous emdr the initial reporter was listed as paramedic which is not a specific name since the actual name of the initial reporter was not provided please remove this entry from your database).

Event description:
N/a.